Event description:
It was reported that the patient¿s blood glucose levels were greater than 13.9 mmol/l (>250 mg/dl) between 37 and 48 hours of wearing the pod. The patient stated the pod was leaking and caused the adhesive to separate from their arm, resulting in the cannula being dislodged. As treatment, a new pod was applied.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.